Event description:
It was reported that during a lap cholecystectomy procedure, the physician stated that the instrument failed to apply clips when the handle was squeezed. Case completed with another device of the same product code. No pt consequence.

Manufacturer narrative:
(B)(4). Broken jaws. Eval summary: the analysis results found that the el5ml device was returned non-functional. The instrument was cycled and the jaws were noted to be broken at bifurcation, therefore ejecting the remaining clips. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.